Event description:
Lar procedure. Cs29 dlu calibrated and anvil was connected. Tried to close the dlu and had difficulty closing into firing range. "Firing incomplete" message was displayed on pc after button was pressed twice and dlu would not open. Pc was rebooted and dlu was able to be opened enough to remove it. Anastomosis was incomplete, leaking and staples were in a c-shaped formation. Anastomosis was re-done using competitive product.